Event description:
On 5/13/98 the pt went to surgery for superficial femoral artery extended endarterectomy and removal of small plastic foreign body from previous surgery. The pt had a peripheral angiography and renal artery angiography using both right and left femoral percutaneous approach. Angio-seal device was utilized and the tamper device was found during the surgical procedure on 5/13/98. The tamper tool either migrated down and was not able to be seen.